Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A facility reported that the laser bed moved down during the procedure and needed to be readjusted multiple times. Follow up information provided by the customer stated the doctor had to hold the joystick in order for the bed not to move. The motor on the bed was replaced. There was no patient harm and the issue has been resolved.

Manufacturer narrative:
Additional information provided. During technical onsite visit, the field service engineer ( fse) replaced z axis motor and completed bed verification. The root cause could not be identified conclusively. The most likely root cause is a faulty z-motor of the bed. The manufacturer internal reference number is: (B)(4).